Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient was experiencing longer charging times since his battery was implanted in 2013. The patient has two electrodes that have out or range high impedances. The patient is not programmed on those electrodes. The patient wants a replacement implantable neurostimulator to help with charging times. The patient was reprogrammed with cycling to help charging until the patient can get a replacement. The patient was referred for a replacement, and a replacement has been planned. The issue was noted to be resolved at the time of the report. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. Post lumbar laminectomy syndrome and spinal pain. It was reported that the patient was now charging twice as often as they used to for twice as long. The patient has to charge twice a week for 3-4 hours and the implant was lasting less than a week. The patient was told by a manufacturer representative (rep) that they needed to charge for a few hours a week. According to the patient, they always had 6-8 coupling boxes. The patient was redirected to follow up with their healthcare professional to be reprogrammed as they haven't been for 3 years and to optimize recharging. Also, a new recharger antenna as a troubleshooting option was sent to the patient. On (B)(6) 2019, the patient reported the same issues and indicated wanting to set up an appointment with a rep to get the system adjusted. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the activity level was unchanged. The battery level was reduced to lesser amount due to lack of battery ability. The patient charges every 2-3 days to keep the unit functioning. There were no further complications or anticipations reported with this event.